Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow up, the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2015. The patient was in stable condition before, during and post procedure.